Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The patient was reported to experience random syncopal episodes. Drops in blood pressure was reported during a threshold check. Outputs were then increased to 6 volts, however, intermittent drops in blood pressure was observed during capture testing while the patient was sitting. Pacing impedance measurements and sensing was noted to be appropriate. Non-optimal lead position was noted. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.